Manufacturer narrative:
Medical records and x-rays were provided and reviewed. Review of the device history records and/or a complaint database search was not possible for the newly added product as the required product and lot code was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address osteolysis, which was causing pain. Clinical report for the same revision date indicates the reason for the patients revision was adverse tissue reaction to mom. 1/29/2013 - patient's medical records were received. Records indicate upon revision corrosion was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.